Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the clinic. It was noted that the implantable cardiac defibrillator exhibited far r- field oversensing in the atrial channel. No intervention was performed. The patient was stable during and post event and will continue to be monitored normally.